Manufacturer narrative:
The excor blood pump, s/n, (B)(4) is still in use on the patient and was in use 17 days at the time of the event (from (B)(6) 2021 to (B)(6) 2021). According to the site, as of (B)(6) 2022 the hemolysis is improving slightly since the initial report.

Event description:
The site contacted berlin heart, inc clinical affairs to report that the patient developed hemolysis. The ldh levels were recorded; pre-implant as 300, at implant on (B)(6) 2021 ldh as 500 and on (B)(6) 2022 ldh as 1500. The ldh level is 2.5x greater than the upper limit of normal. The berlin heart pump continues to function as expected with 75% fill and complete ejection and no evidence of noise or graphite deposits. Patient is hemodynamically stable with adequate cardiac output. Therefore site decided not to change the pump.